Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep checked the logs for errors and found a low/critical battery message. The rep checked the motion batteries and charger boards. The rep also re-calibrated the battery monitor. The system passed the system checkout and was found to be performing as intended. No parts were replaced on the system. The rep also reviewed image acquisition system (ias) usage/workflow with the site and keeping the ias connected to the mobile view station (mvs) or powered off when not in use. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that before a case the system had shut down and displayed an error code which told the site to reboot the system. The site rebooted and were able to get the system up and running. It was stated that the event occurred between two cases; there was no affect on either case. There was no patient involved.